Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 11 months, 16 days post transcarotid tavr procedure with a 26mm sapien 3 ultra valve, the valve presented constraints (under-expanded) with 'pinwheeling leaflets', aortic insufficiency, central aortic insufficiency, with gradients in the 30's with a depressed ejection fraction. The patient has been stable up until recently. The patient is too high risk for surgery or tavr in tavr due to comorbidities. As the patient is asymptomatic, the decision was made to medically manage the patient. Per medical records received, tte exam showed the left ventricle is mildly dilated with moderately reduced ejection fraction estimated at 38%, 26mm sapien valve in the aortic position, no significant perivalvular regurgitation, the mean gradient is 7mmhg, and there is moderate plus transvalvular regurgitation. Approximately 1 week later the patient was seen in the office for a 3 month follow up, and the patient states symptoms were stable since last office visit, denies angina, has mild dyspnea related to copd. The plan outlined decreasing the diuretic, fluid restriction of 2 liters per day, a low salt diet, documenting daily weights. The record also noted a recent echocardiogram showed the valve to be well seated with no significant stenosis, but moderate aortic insufficiency through the valve, this was thought to be secondary to under-expansion of the leaflets on implantation. The team discussed the options with cts, versus repeat tavr. The patient would be a poor surgical candidate secondary to underlying lung disease and repeat tavr would result in valve size decreased. Patient lacks any significant symptoms, the decision was made to continue to monitor with a repeat echocardiogram in 6 months. After review of the medical record, the initially reported gradient of 30mmhg and pinwheeling of the leaflets was not confirmed in the medical record.

Manufacturer narrative:
Correction to h6 due to additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for central regurgitation was confirmed based on the medical records provided. A review of the device history report and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had multiple comorbidities, such as cad, htn, dyslipidemia and diabetes, which are known risk factors that may increase the risk of atherosclerosis. These conditions may have contributed to early valve degeneration and the regurgitation that was reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.